Event description:
No additional information was received.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: additional data: d8, h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed; the pad of the distal end was peeling off. Based on the results of the investigation, the issue was attributed to stress related problems, however, a definitive root cause could not be established. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: ·activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. - do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the sonosurg surgical instrument's insulation pad at the distal end peeled off during an unspecified therapeutic procedure. The procedure was completed with a backup olympus device. There was no patient injury or medical intervention associated with this event.